Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during basal deliveries. The customer's blood glucose level was 400mg/dl. A supply change was performed resolving the occlusion.